Event description:
On (B)(6) 2009, a (B)(6) old male with previous prostatectomy had a new spectra penile prosthesis implanted. On (B)(6) 2010, the entire device was removed due to distal cylinder crossover. A new ipp was then implanted.

Manufacturer narrative:
Cylinder performed within specifications. The frequency of occurence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual. The device was received and analyzed, rated in specification. The analysis results did not establish a relationship to a device malfunction.